Event description:
On (B)(6), 2010, a respiratory therapist reported erratic nitric oxide (no) readings with inomax (B)(4). The respiratory therapist states there was no harm to patient and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reported fluctuating readings/ erratic nitric oxide (no) readings with an inomax (B)(4). The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.